Event description:
Additional information received reported surgery for pump and catheter replacement was scheduled for (B)(6) 2013. It was noted there was a history of questionable medications in the pump. The entire system was explanted on the scheduled date. When the pump was disconnected from the catheter no cerebrospinal fluid was flowing or could be withdrawn. There appeared to be two catheters and a ¿nest¿ of catheter and scar tissue. It was noted it looked like the catheter was severed on xray. It was later reported the cause of the event was ¿moving out of state¿ with no follow-up. It was noted the drug concentrations were extreme. The patient signs and symptoms were seizures and an intensive care unit (ICU) stay. The patient recovered without sequela.

Event description:
It was reported that the patient experienced seizures on (B)(6) 2012; patient also had nausea and vomiting two days before the seizures occurred. It was further added that the patient's reservoir was found to be empty as of (B)(6) 2012. Healthcare provider (hcp) located a catheter fracture somewhere near patient's spine, such that it appeared to be severed. However, the catheter fracture was difficult to visualize on x-ray, but there was no cerebrospinal fluid (csf) leak noted from the catheter. The patient's pump was refilled with lioresal. A new catheter was scheduled to be implanted on (B)(6) 2012, and "a possible pump replacement" was indicated. Drugs delivered via the device also included fentanyl, marcaine, clonidine besides baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model 8709sc, lot# n174310004, implanted: 2008 (B)(6), explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot# n174310004, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. Analysis of the pump found no anomaly. Analysis of the (B)(4) catheter found a non-significant indent in the sc connector seal that did not affect infusion. Analysis of the unknown catheter found a deformed shape and-or abrasion of the catheter body that did not affect infusion. Testing could not confirm if the bent and fractured pin connector happened in vivo or after explant. The unknown catheter appeared to have been dormant in the patient and was received coiled and covered in dark coagulated tissue and blood. The dark material in the distal holes appeared to be more likely dried blood and tissue than the known ph gradient issue causing aggregated proteins in the cerebrospinal fluid. Supplemental submitted to correct conclusion codes device codes. (B)(4).